Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 90% stenosed target lesion was located in the tortuous right coronary artery (rca). During the use of a 2.5 x 20mm emerge balloon catheter, the shaft broke. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood and contrast in the inflation lumen and blood in the guidewire lumen and on the guidewire. The device was returned in 2 pieces. There were multiple hypotube bends and kinks and the hypotube was broken 44.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection revealed that the shaft was flattened 32mm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 90% stenosed target lesion was located in the tortuous right coronary artery (rca). During the use of a 2.5 x 20mm emerge balloon catheter, the shaft broke. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.